Event description:
T2 retrograde femoral nail missed jig. Had to distally lock by perfect circles. Targeter aimed proximal and anterior to interlock holes. All bolts and attachments were checked and tightened numerous times. Doctor, residents and rep all extremely familiar with system.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.